Event description:
It was reported that post procedure since the atrial lead was implanted on (B)(6) 2024, the atrial lead threshold was elevated. The physician decided to explant the atrial lead and a new lead was implanted. The patient had no consequences.